Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found grip cable was frayed at the distal idler pulley. The frayed strands were sticking out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that one grip close cable was derailed at the distal idler pulley. The grip opened and closed; however, the movement may not be precise. The cable derailment was likely due to cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may contribute to derailment. Failure analysis investigation also discovered that the distal pulley's edge had indentations and there were visible scratches on the surface of the pulley. It was concluded that the damage to the pulley was likely due to misuse/mishandling. No other damage was found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cables on the megasuturecut needle driver instrument frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.